Event description:
It was reported that the patient had an infection and pain at the implantable pulse generator (ipg) site. The underwent a spinal cord stimulator (scs) system explant procedure. The infection is not device related and was not caused by the recent scs implant procedure. The patient was placed on antibiotics. The medical facility did not release the explanted products.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7151786/7152433. Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Batch: 35107836.